Event description:
I underwent an operative laparoscopy to repair endometriosis, pelvic adhesions and repair of 4 hernias located in the ligaments that support my uterus. I was not told prior to the surgery that a mesh was to be used. I was told weeks after the procedure and after weeks of complications, which brought me back to my dr. The pain has never stopped. The same dr that conducted the surgery treated me with a battery of trigger point injections in the pelvic cavity, vagina, low back to no avail. The dr prescribed oxycontin, oxycodone prior to surgery, and after as well for a year. After that year, she departed and transferred me to a different pain management dr, where I was further prescribed those narcotics for 6 years. I finally had enough and stopped the drugs, enduring the withdrawals at home with my husband. It was awful. Since then, I have been on suboxone for 2 years, and have almost completely weaned myself off that drug. I cannot seem to find a dr that can help at all. The surgery was conducted at (B)(6) medical center, by dr (B)(6) (primary) and dr (B)(6) assisting. I do not know the MFR of the mesh used on me.